Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device showed some undersensing with pause. Strips also showed t-wave oversensing (twos) in the episodes. The device was explanted and replaced with an upgrade to an implantable cardioverter defibrillator (ICD) pacing system. No patient complications have been reported as a result of this event.